Event description:
It was reported that during a procedure of the unspecified coronary vessel the armada 14 balloon dilatation catheter (bdc) was inflated to 10 atmosphere (atm) when the pressure released and a leak was noted from the guide wire. There was no reported adverse patient effect. Although there was a reported clinically significant delay in the procedure, there was no report of an adverse patient effect or intervention performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and a leak at the hub was identified when the device was pressurized. A review of the lot history record was conducted and found no other events for leaks from this lot. A review of the complaint handling database was performed and identified no complaint for leaks or rupture from this lot. A product issue was identified that appeared to be related to inadvertent pull force applied to the outer member, partially displacing the connection. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. It should be noted that the armada 14 instruction for use (IFU) states that the device is indicated to dilate stenosis in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae.